Event description:
It was reported that the battery gauge was fluctuating. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by "being active". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.